Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer reverted to manual injections for insulin therapy. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A manual insulin injection was administered to address bg.